Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy tube broke this morning. Replaced with same size tracheostomy tubes, the operator of the device was healthcare professional. There was patient involvement but no harm.

Manufacturer narrative:
H6: updated. The suspected product was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.